Event description:
Nurses were watching the telemetry display because they knew death of the pt was imminent. At 7:39:50 pt went into asystole. Rhythm on strip read sinus rhythm, heartrate 85, runs of premature, ventricular contractions, but no alarm sounded. The nurses knew the display's interpretation was incorrect, so copied it. At 7:40:57 pt again went into asystole and a three star alarm did sound this time. Strip read asystole this time. The pt subsequently expired within a couple of minutes.